Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) contacted the customer, who stated that the issue had been resolved remotely. Customer identified that a cubie pocket had not been fully closed and was catching, preventing the drawer from opening. The customer recovered the drawer and tested it multiple times, confirming that the drawer was functioned correctly. The system functioned as intended after the customer resolved the issue.